Event description:
It is reported that the patient received notice of the recall from his surgeon. The patient states that he began experiencing an aching pain in the outer part of his upper thigh two weeks ago. The pain has intensified in the past two days. The patient has a scheduled appointment with his surgeon on (B)(6) 2012.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.